Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: one image was provided and reviewed. Based on the image provided, crossed vena cava filter legs can be confirmed. Conclusion: the device was not returned. One image was received. Based on the image provided, crossed filter legs can be confirmed. As a cine run was not provided, the investigation is inconclusive for difficult to advance the filter through the sheath. Per the reported event details, the filter was difficult to advance. Therefore, it is possible that the user twisted slightly during advancement which could cause the legs to become crossed. However, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: - it is very important to maintain introducer patency with a saline flush to prevent occlusion of the introducer, which may interfere with delivery device advancement. - care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. - do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: - failure of filter expansion/incomplete expansion. Directions for use - implantation: - flush the introducer sheath intermittently by hand to maintain introducer sheath patency. Maintaining patency helps prevent clot from interfering with filter deployment. - flush the delivery device with saline through the touhy-borst adapter. - attach the free end of the filter storage tube directly to the introducer sheath already in the vein. The introducer sheath and filter delivery system should be held in a straight line to minimize friction. - loosen the proximal end of the touhy-borst adapter and advance the filter by moving the pusher forward through the introducer sheath. Do not twist or retract the pusher at anytime during the procedure.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records are being performed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon deployment of a vena cava filter, the filter legs did not fully expand . The health care provider reported that he attempted to resheath & redeploy the filter unsuccessfully. A snare was used to capture and retrieve the filter. Another filter was then prepped and deployed successfully. There was no reported patient injury.